Event description:
New information from a follow-up on (B)(6) 2015 noted that the patient had not experienced any additional episodes of lightheadedness following the prior reprogramming.

Event description:
It was reported that the patient had experienced instances of lightheadedness. In clinic, noise resulting in pacing inhibition was observed on the right ventricular lead. Device reprogramming was performed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.